Event description:
Complainant alleged that the device displayed a "test failed", "pacer fault 117" and "bridge test failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.